Event description:
It was reported during testing at the manufacturing facility the o-ring was loose. There was no patient involvement, no adverse consequences, no medical intervention and no delays.

Event description:
It was reported during testing at the manufacturing facility the o-ring was loose. There was no patient involvement, no adverse consequences, no medical intervention and no delays.